Event description:
In-coming inspection at distribution, it was found that there was a foreign material (hair) in package.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.